Event description:
It was reported to philips that when transferring a patient from the table to a stretcher, the table pivoted without command. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse performed the troubleshooting and found that the 75vpower supply was defective and replaced the same, but issue was not resolved, fse continued with troubleshooting action and discovered that the lateral brake was a bit slippery, replaced the brake, cleaned the bearings and magnet rails. After the replacement of defective parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.